Event description:
A surgeon reported that an intraocular lens (iol) did not center properly. The iol was exchanged for a different model iol. In a follow-up, the surgeon reported the event has resolved.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 06/10/2009 and 06/11/2009 by phone, fax, and mail. A completed questionnaire was received on 06/12/2009.